Event description:
The facility reports the nurses aid put the resident in the lift to move them to the wheelchair from the bed. As she started moving the resident toward the wheelchair, the spreader bar assembly fell off the jib. The patient and spreader bar assembly landed on the floor. The resident was taken to the hospital but no major injuries, cuts or broken bones were diagnosed.